Event description:
Extremely dry, itchy red eye-s- after using acuvue oasys brand contact lenses. Have made 3 visits to the optometrist who has treated me for "infection". However, each time I start to use a new pair, I end up with the exact same symptoms. Only after the third visit to the doctor did he tell me that I have an allergy to the silicone in this contact lens. This contact lens is being "pushed" by eye doctors as the best for your eyes because, they are thinner and allow for more air to flow. However, after reading some of the blogs/posts, there are many people who have had adverse side effects from using acuvue oasys lenses. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: vision correction. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.